Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00gv4, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that patient was experiencing stimulation going down her right leg which started about a month ago, and started to noticing stimulation in her back, a day prior to this call. The patient could feel stimulation in her back depending on how she lays on her back. It was noted that patient did not have therapy issue. The patient was to look for her patient programmer (pp) to make adjustments. There was no known accident or incident related to this complaint. The patient's status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Event description:
Additional information was received from the patient. The patient reported that the ins had flipped and she was feeling stimulation in both legs and having problems. She was told to decrease stimulation and have the device removed by a physician, but would like a second opinion. She has the setting on one so it keeps going.